Event description:
It was reported the customer had inaccurate readings on their sensor. Customer's sensor was reading 11.7 mmol/l, but their blood glucose was 2.7 mmol/l. The customer stated they were not feeling well due to their low blood glucose. Customer treated their blood glucose with 15 grams of carbohydrates and complex carbohydrates. The customer requested to have their sensor replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.